Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 22 mg/dl. The customer stated that he gave himself a bolus too soon before eating an anticipated meal. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.